Manufacturer narrative:
Date of event: the exact event date is unknown. Investigation summary: based on the information available, boston scientific identified a reservoir malfunction with the returned device. There were leaks in the reservoir krt and in the reservoir shell adapter junction. Device history record (DHR): a DHR and ship history review cannot be performed as the lot numbers were not available. Device technical analysis: the ipp momentary squeeze (ms) pump was visually inspected and leak tested. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The contamination was found inside pump; therefore; it was not functionally tested due to contamination. The flat reservoir was visually inspected, and leak tested. There were leaks in the reservoir krt and in the reservoir shell adapter junction due to fatigue; holes were present. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation, as product investigation identified device malfunction with the returned reservoir.

Event description:
It was reported that a an inflatable penile prosthesis (ipp) pump and reservoir were returned for analysis due to unknown reason. Analysis of the returned items identified a device malfunction.